Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. During troubleshooting, the patient reported that they had pressed go before connecting to the setup. The patient then connected to begin therapy and the device alarmed. The technical service representative (tsr) reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient reported initiating therapy before connecting to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.